Manufacturer narrative:
The jaw of the clip was misaligned, which can only be caused by applying great external force to the jaw. Closing function was impaired. The state of the device indicates improper handling during the surgical procedure.

Event description:
Application of excessive force to the jaw part of the clip during a surgical procedure caused clip jaw misalignment and impaired clip function by making it impossible to close the clip properly. The patient did not suffer any harm. No further information has been provided by the distributor, who first indicated that the malfunction occurred during use of the device, and then that it was damaged during cleaning and sterilization prior to first use. The second statement does not hold, since the returned device showed traces of blood.